Manufacturer narrative:
This follow up report is being filed to relay additional information. Device was evaluated and the reported event was confirmed. Visual inspection of the instrument revealed it was fractured on the lateral side. DHR was reviewed and no discrepancies were found. Investigation concluded that the reported event was due to a previously identified design issue for which corrective action has been initiated. This device was manufactured prior to corrective modifications. Review of complaint history determined that no further action is required. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the tasp was discovered broken in the sterilizer; it was not used in a procedure. No adverse events have been reported as a result of the malfunction.